Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. Customer reported that buttons began to become unresponsive during bolus delivery. Customer reported to have received a button error alarm and was not able to clear due to buttons not responding. Customer reported that insulin pump may have been exposed to sweat while playing tennis. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.